Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer states the pump had gotten wet in the bathtub. The customer did not have pump at the time of call to troubleshoot. The customer was advised to call back at a later time to troubleshoot.